Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the 30-degree endoscope for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that a 30-degree endoscope image was upside down when the surgeon used it with their hand. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The tse checked the logs and found no errors in the logs. The customer already changed to a 0-degree endoscope. The tse explained to the customer the details of the up/down function of not installed arm. The customer said this issue occurred when the surgeon rotated the base parts in their grasp of the housing parts. The tse explained it was not an error and the endoscope was working fine. The tse advised the customer to check the function later, and they accepted it. The customer continued with the procedure using the same system. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred during the procedure. Ports were placed. The endoscope did not move with unintuitive motion or move freely with uncontrolled motion. The event did not involve a reversed control on system arms. There was no patient injury. The endoscope will not be returned.